Manufacturer narrative:
(B)(4). The reported product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the g7 threaded inserter tip fractured. There was no harm or impact reported. It was confirmed that no further information could be provided.